Event description:
It was reported that patient experienced ineffective therapy due to autoreducing. Programmer displayed error message "strength was decreased, the generator could not deliver the desired strength." Troubleshooting including changing programs and reprogramming was attempted to no avail and the issue persisted. Lead diagnostics showed that right lead had high impedances on contacts 7 and 8. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against one of two leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, model:mn10450-50a, UDI:(B)(4) , serial: (B)(6) , batch: 8047904.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the system was explanted.